Manufacturer narrative:
Additional information received on a1 and h6: the reported event occurred during testing, and there was no patient involved. The date of the event is unknown.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device testing showed the pump gave the "double beep" alert after power up when no cassette was attached. This indicates a problem with the downstream occlusion sensor/cassette detector. The cause of the component issue was not established.

Event description:
Information was received indicating that cadd legacy 1 pump displayed a double alarm that there was no cassette. There were no adverse events reported.